Event description:
The customer reported to baxter quality relations, the pca combination set will not stay connected to the bbraun set, product code us1320. The process step is unknown. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
It is unknown if the sample is available at this time. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4).